Event description:
A malfunction alarm was reported, and there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided the customer with instructions to reset the pump, and after the reset, the malfunction code did not recur.